Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the radiofrequency programmer head had a cut in its cable insulation and the cable was replaced. It was additionally noted that the label was replaced as well. (B)(4).

Event description:
T was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.